Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Upon receiving additional information of the reported event, it was determined to be not reportable as this device was not revised and did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 183054 - vanguard cr por fem-rt 75 - 896370; 141237 - biomet cc cruciate tray 87mm - j2572563; ep-183480 - e1 vngd cr tib brg 87/91x10 - 980440. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02987, 0001825034-2021-02988, 0001825034-2021-02989.

Event description:
It was reported a patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to pain, loosening, and stiffness approximately 6 years later. There were no contributing conditions to the event. There was no surgical delay. The surgical technique was utilized. No further event information available at the time of this report.